Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
Philips received a complaint regarding a device that continuously alarmed with a 1102 check vent: primary alarm failed message. The issue was identified while the device was out of use during general setup, prior to patient use. Specifically, the event occurred during setup activities such as pre-scan calibrations, calibrations, accessory testing, user checks, x-ray control function checks, or device configuration, and no accessories were connected at the time. The physician reported that the device did not perform as expected and was not fully functional. As a result, the user was unable to use the device for the intended procedure, and the patient was moved to another device. The issue was reported as occurring continuously and was reproducible. However, no diagnostic testing was performed because the customer declined to provide additional information. No error code was identified, and no further testing was required, as the issue could be confirmed by visual inspection. Resolution and final disposition are pending, and the investigation is ongoing.

Manufacturer narrative:
Following further review, it was confirmed that philips service was declined and the case was closed with no additional work performed. No further details regarding troubleshooting, repair activities, or final resolution of the reported issue were made available. The device remains at the customer site. Should the customer later elect to proceed with evaluation or repair, a new service order will be opened and managed through philips¿ standard complaint handling process. The investigation concludes that no further action is required at this time.